Manufacturer narrative:
Approximate age of device ¿ 1 year and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was found expired at home on (B)(6) 2018. The system controller log files showed that the pump was working as expected until the external and internal batteries were depleted. Reportedly, there was no information related to the cause of death or the patient¿s condition. No additional information was provided.

Manufacturer narrative:
Manufacturer's analysis conclusion: the pump was not returned for evaluation. Analysis of the system controller log file provided by the account confirmed that the external batteries and the system controller's backup battery were both fully depleted, causing the pump to stop; however, a specific cause for this finding could not be conclusively determined through this evaluation. Additionally, the log file also confirmed low flow alarms and power cable disconnected events; however, a specific cause for this finding could not be conclusively determined through this evaluation. Additionally, a direct correlation between the pump and the cause of the patient¿s expiration could not conclusively be established through this evaluation. The submitted system controller event log file contained data from (B)(6) 2018 through (B)(6) 2018 before the system controller was reset with (B)(6) 2000. The file had constant low flow events captured through controller fault flags on (B)(6) 2018. It was noted that several of the faults lasted over 10 seconds which resulted in momentary low flow hazard alarms. These low flow events had an average flow of 2.4 lpm. On (B)(6) 2018 at 2:55:22 am, low power advisories alarms were active until 4:58:47 am, when the low power advisories became low power hazard alarms. The 14v li-ion batteries continued to deplete until 5:07:24 am when both power cables were disconnected and the backup batteries were active. The backup batteries continued to run the pump until the backup batteries were fully depleted causing the pump to stop. The pump speed remained above the low speed limit and the pump appeared to function as intended before both 14v li-ion batteries and backup batteries were fully depleted. The system controller periodic log file contained data from (B)(6) 2018. The file captured low flow system controller fault flags on (B)(6) 2018 until the end of the file. It was noted that several of the faults lasted over 10 seconds which resulted in momentary low flow hazard alarms. The low flow events had a calculated average flow range of 2.2 to 2.4 lpm. At 3:27:14 am and 4:27:13 am low power advisory alarms were active when the 14v li-ion batteries were partially depleted. The file captured that both power cables were disconnected at 5:27:13 am and remained disconnected until the end of the file. The pump speed remained above the low speed limit and the pump appeared to function as intended. The heartmate 3 left ventricular assist system instructions for use and patient handbook explain the battery charge level, fuel gauge display, and all visual and audible alarms. Instructions for exchanging batteries and switching power sources are also provided. Additionally, these documents explain that heartmate 3 patients must be attached to the power module or mobile power unit during sleep or any time when sleep is likely. It is also noted that depleting the batteries and the backup battery will cause the pump to stop. A review of the device history records revealed the device met applicable manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.